Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Analysis results showed that there was no low voltage declared but the device was depleting in a manner consistent with the low voltage capacitors advisory. There were no other suspicious faults or resets stored within device memory. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device should be replaced and returned for detailed analysis. The device remains in service. No adverse patient effects reported.